Event description:
It was reported that the pin on a modular distractor handle broke off as it was tapped with a mallet during surgery. Note: the broken piece was immediately retrieved from the surgical site with no complications or injury to the pt.